Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of system logs showed evidence of sram memory verification failure. This failure leads to a device shutdown. The root cause of the observed condition is the result of a software error. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. The reload was set onto the powered stapling handle and the jaws were checked for opening and closing with no problem. Then the surgeon articulated and rotated the jaws and clamped the tissue of the duodenum. Just before firing, the display screen showed powered handle error indicator. The surgeon opened the jaws and removed the device from the surgical field. Tried the powered approach, however, the device did not react. Removed the adapter with reload still connected from the powered stapling handle, then the screen was black out. Inserted the powered stapling handle into the charger, however, the device did not react at all. The powered stapling handle was heated all day. The procedure was completed with another device. There was no patient harm. The next day, the powered stapling handle was cooled down. Re-inserted the powered stapling handle to the charger and the device powered on.